Event description:
It was reported that one day post implant of a new device, the patient complained of a vibration feeling near the pocket. No patient notifiers were noted. The patient was sent home to be monitored as the device check was normal. The next morning the patient presented to the ER after receiving two hv therapies due to oversensing and noise on the rv lead. The high voltage lead impedance had decreased as well. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.